Event description:
It was reported that the pump was explanted on 2013 (B)(6) due to infection. It was later reported that the patient's pump was turned down to the lowest setting on 2013 (B)(6). The patient was in the office for a refill but did not get refilled since the pump looked possibly infected. The device system was used to deliver morphine and bupivacaine. It was later reported that the entire system was explanted. Cultures were taken and results were still pending. Blood cultures were taken pre-operation as well as swabs of the pocket (aerobic and anaerobic) and tissue from the pocket intra-operation. The pump was sent for gross inspection and fluid from the pump was aspirated and sent form gram stain and culture. The patient had cellulitis with spreading erythema at the lateral portion of the suture line of the abdominal pump reservoir pocket. The patient also had elevated c-reactive protein (crp) and sedimentation rate as well as ongoing low grade fever. The patient was not responsive to oral antibiotics. The patient was discharged from the hospital the day following the explant procedure and was reported to have been "doing fine so far".

Manufacturer narrative:
Product ID: neu_unknown_cath lot# serial# unknown, implanted: 2007 (B)(6), product type catheter. (B)(4).